Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: review of the black box data confirmed records of "loss of prime with low non-zero force" events on (B)(6)2018. On investigation, the pump was exercised for 12 hours with no loss of prime during the basal duration testing. The force sensor was evaluated and determined to be operating within specifications. Investigation did not duplicate the complaint.